Event description:
The manufacturer was informed that after a gastroesophageal reflux disease (gerd) treatment on 10/26/2000, the pt came to the physician's office on 10/27/2000 (one day post treatment) complaining of chest discomfort. Pt was admitted into the hospital and found to have fever and leukocytosis. No other information and/or product malfunction had been reported. Through a follow-up with a company representative on 12/05/2000, the physician informed the MFR that he has seen the pt that date and pt was doing great. Pt has gained weight and eating a normal diet.